Event description:
On 6th may 2024, it was reported by an arthrex employee via email that for an ar-1934bcf-2, suture anchor, biocomposite¿ suturetak® 3 x 14.5 mm, ve5 with #2 fiberwire® and #2 tigerwire®, the eyelet broke during insertion and caused the suture to fall apart from the anchor. This was detected during use in an ankle ligament repair procedure on 3rd april 2024, where ar-1949 was used to prepare the bone socket. The procedure was completed successfully as another new ar-1934bcf-2 was used. There was no patient harm and no secondary procedure needed. There were broken pieces inside the patient and were not retrieved, the procedure did not delay and there was no additional anesthesia used. Bone quality of patient was normal.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed. One unpackaged, suturetak, ar-1934bcf-2, batch 14923614, was returned for investigation. Visual inspection identified that the anchor was broken - the threads on it were also damaged. The sutures were torn and frayed at the tails. Functional testing was not performed due to the damage to the device. The method of bone preparation employed during the procedure, as well as the bone quality encountered, was not provided. Per dfu-0054-eo; revision 5: avoid excessive impaction during anchor insertion as this could lead to inserter damage and/or breakage. If insertion resistance is encountered, do not impact harder. Replace the implant and repeat the drilling/insertion process. The most likely cause for the reported failure can be attributed to use error of the device due to excessive force used on the device.